Event description:
It was reported that during an unknown procedure, the liga clips were dispensing 2 at a time. The clips fell out of the applicator and could not close securely over the blood vessel. No patient consequences were reported.

Manufacturer narrative:
Date sent: 6/27/2007. Information anticipated, but unavailable at this time.